Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Occlusion alarms were addressed prior to tandem technical support being contacted. Customer's blood glucose was 600 mg/dl. Customer went to the ER for elevated blood glucose and diabetic ketoacidosis, was treated with an IV drip of unknown fluids, and was admitted to the hospital an hour later. Customer was treated intravenously with insulin and saline, and was released 1 day later in stable condition with no permanent damage. Tandem technical support performed system check with the reporter and confirmed pump is functioning as intended.